Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an elective generator change. During procedure, the pacemaker exhibited signs of no atrial or right ventricular output when the physician used cautery to establish hemostasis. The patient was not pacemaker dependent and was supported by intrinsic rhythm until pacing output from the device resumed. The generator changed proceeded without further incident. Patient was discharged post procedure.

Manufacturer narrative:
The reported field event of los of pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: the conclusion code should have been 11- conclusion not yet available rather than 67- no problem detected.